Event description:
The pt was implanted with a heartmate ii left ventricular assist device. A device tracking form ws submitted to the MFR indicating that approximately 3 months post implant the pump was exchanged. Additional information received indicated that prior to implant the pt had persistent atrial fibrillation. In the month prior to the exchange, the pt's pulsatile arterial blood pressure and signs of hemolysis were monitored. An angiogram and echocardiogram were performed and no indication of obstruction was seen. A ramp test was performed which indicated that the pump was not unloading the left ventricle: therefore, a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.